Manufacturer narrative:
Device evaluation: one medfusion 3500 pump was returned for analysis. Visual inspection performed, and product found with the plunger head fully contaminated and top case chipped and cracked. Event history log review was performed and found force sensor test error in history. Visual inspection and start-up process were performed. The customer?s reported problem was confirmed. According to the investigation, the pump plunger head was fully contaminated, and this was induced by the customer. Investigators replaced all parts of the plunger head, replaced top case due to physical damage, replaced bottom case due to broken screw boss and replaced position pot, lead screw, clutch halves, clutch spring and main pcb for preventative. The problem source of the reported problem is user interface.

Event description:
Information was received that this smiths medical medfusion 3500 pump exhibited force sensor test error. No reported adverse effects or patient injury.